Event description:
It was reported that following the implant procedure, the lead exhibited loss of capture. The physician reopened the pocket and noted the leads were reversed in the connector of pulse generator. The leads were re-inserted into correct port; all values were normal. The patient was in normal condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).